Event description:
It was reported that during preparation for an angioplasty procedure, a shaft separation occurred. The target lesion was located in the brachial artery. A 15/4.00 flextome cb mr cutting balloon was selected to treat the target lesion. When the balloon was removed from the packaging and was prepared for insertion, a shaft separation was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).